Event description:
It was reported by the contact that last week the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose level was more than 600 mg/dl. The customer changed the cartridge, infusion set and infusion site. As the customer was not currently receiving an alarm, tandem technical support was unable to perform trouble shooting to determine a possible cause for the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.